Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the incision site. The site was treated with topical antibiotic ointment and the infection has resolved as of report on (B)(6) 2015. The implanted device remains.